Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created by the finding of maude report number 5160533. The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. Unknown device number, vcare uterine manipulator was being used on (B)(6)2024 and ¿after removal of the uterus vaginally the v-care (third party) was reinserted. After re-insertion of the v-care vaginally, the cuff of the v-care injured the right uterine vessel, causing bleeding, and approximately 500mls of blood loss occurred. The bleeding was able to be controlled.". This was reported as an injury. The reporter remained anonymous. This report is being raised due to the reported injury of device with no report of malfunction being used in a procedure where the right uterine vessel was perforated and patient bleeding.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) report, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: this device should be used only by surgeons trained in proper techniques for uterine surgery, diagnostic procedures, gynecological pelvic anatomy, and placement of intrauterine retracting instruments. Read and become familiar with all instructions, warnings and precautions in this package insert before using this device. As with all intrauterine devices, uterine perforation and subsequent bleeding is a possibility. The surgeon should examine the patient carefully for any indications of uterine bleeding and take appropriate clinical steps. Improper use of this or any intrauterine instrument can result in perforation of the uterine wall and subsequent bleeding. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
This complaint was created by the finding of maude report number (B)(4). The account and contact information for this report are not known. The current complaint database has been researched for this event and there were no findings. Unknown device number, vcare uterine manipulator was being used on (B)(6)2024 and ¿after removal of the uterus vaginally the v-care (third party) was reinserted. After re-insertion of the v-care vaginally, the cuff of the v-care injured the right uterine vessel, causing bleeding, and approximately 500mls of blood loss occurred. The bleeding was able to be controlled.". This was reported as an injury. The reporter remained anonymous. This report is being raised due to the reported injury of device with no report of malfunction being used in a procedure where the right uterine vessel was perforated and patient bleeding.